Event description:
During a case, the user went to switch to manual/spontaneous ventilation mode and the screen was observed to lock up. The initial reporter stated that the ventilator stopped delivering fresh gas. The breathing bag collapsed and the user was unable to deliver any volume to the pt. The user went to an alternate ventilation device. The machine was replaced to complete the case. No report of alarms. No pt injury.